Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed.

Event description:
Litigation papers allege in the years following his surgery, patient suffered from discomfort and pain in his hip, groin, and leg. It became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant and correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege in the years following his surgery, pt suffered from discomfort and pain in his hip, groin, and leg. It became increasingly painful for him to walk, to move his leg, and to rise from a seated position.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.